Event description:
The customer used the device to check their blood glucose and obtained a result of 160 mg/dl. They took more insulin than normal so they could eat more for thanksgiving and then went for a walk. When they came back from the walk they passed out. The device was used and read 61 mg/dl. Emergency medical technician's were called and they checked their glucose at 31 mg/dl. Pt was treated with d5w. Controls were not used on the system. The device was replaced and requested to be returned for eval.